Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had patient data not crossed over. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Additional information: section h imdrf annex codes correction: section d medical device brand name, medical device catalog, unique identifier (UDI), medical device serial, medical device model & concomitant med prod data, section b - describe event or problem upon investigation of the actual device used in this incident, it was determined that orders and patients not crossed over. The technical support specialist (tss) dialed into the cce and confirmed services were running, but no messages were crossing over. The last message from his (hospital information system) was received on 12/11 at 8:49 am. The tss restarted the cce services, but the issue persisted. Later, the tss verified that cce was receiving messages from es without any issue. The root cause of the problem was on the hospital information system (his) side. The customer worked with comcast and the interface provider to resolve the new vpn tunnel issue. The system functioned as intended after the technical support specialist and hospital information system (his) team investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server had patient data not crossed over. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.